Event description:
It was reported by a legal representative that the patient was deceased and died three days post implant of an implantable pulse generator system (ipg). There was no report of a product performance issue and the cause of death was not provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event involves a legal case in progress or potential litigation. If follow was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect the follow efforts. If additional relevant information is received, a supplemental report will be submitted. (B)(4).